Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was having problems with the lens. In a follow-up, the consumer reported he has a history of retinal detachment, after which he kept "getting complications". The iol implant surgery was the 5th and 6 surgeries he has had on this eye. Following implant surgery, his eye started bleeding so another surgery was performed to "clean it up." At that time, he had another retinal detachment. He now has pupillary block. The surgeon has told him nothing further can be done. At the consumer's request, the surgeon was not contacted. Additional info has been requested from the consumer.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a room cause. Not enough info was provided from the account for further investigation. At the consumer's request, the surgeon was not contacted. Additional info was requested from the consumer by voicemail. The consumer did not return the phone call. (B)(4).